Event description:
It was reported to boston scientific corporation that a multibite biopsy forceps was used during a colonoscopy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the forceps took a significant amount of a bite which caused bleeding. The physician then applied clips to control the bleeding. The procedure was completed with this multibite biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) no code available (intervention required to stop bleed). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)